Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed missing adhesive around the forceps cover could not be determined. The event may be prevented by following the instructions for use which state: caution ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation the customer's allegations were confirmed as there was a leak from the instrument/biopsy channel. Additional findings in the product evaluation include the following: a loose pink probe; scratches and a chip on the pink probe and distal end; the bending section cover glue had a crack; peeling cement around the light-guide lens; a leak from the biopsy channel; a broken element; minor surface scratches on the insertion tube and the light guide tube; a customer label on the grip of the control body; and the control knob had loose play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the evis exera ii ultrasound gastrovideoscope had been used in an endoscopic retrograde cholangiopancreatography (ercp) rendezvous procedure. The procedure lasted approximately three and half hours due to the patient anatomy and not due to an issue with the scope. It was noted that multiple scopes and equipment were used during the procedure. The ercp was completed with the same scope with no report of harm to the patient. Upon reprocessing of the subject device, it was noted that the scope had a leak and the forceps got stuck in the instrument channel. The subject device was returned to olympus for evaluation. During inspection and testing, it was found that the ke material (black glue/adhesive) was chipped/missing from the forceps cover. This report is being submitted for the malfunction found during the device evaluation.